Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional pro-code: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent removal of a broken variable angle locking compression medial distal tibia plate. And was revised with variable angle locking compression plate medial distal tibia plate and variable angle locking compression plate lateral distal fibula plate with corresponding screws in plates. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unk - screws: cortex: trauma trauma (part# unknown, lot# unknown, quantity# unknown) , unk - screws: locking (part# unknown, lot# unknown, quantity# unknown) . This complaint involves (1) one device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: the implant was not returned, and the investigation was completed based on the provided image. The image was reviewed, and the complaint condition for broken could confirmed as the image shows a crack/broken plate towards the distal end of the tibia. As the implant was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a broken variable angle locking compression medial distal tibia plate. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unk - screws: cortex: trauma (part# unknown, lot# unknown, quantity# unknown) , unk - screws: locking (part# unknown, lot# unknown, quantity# unknown). This complaint involves (1) one device. This report is 1 of 1 for (B)(4).